Event description:
It was reported that the o2 hose connected to the ventilator was damaged. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The o2 hose was damaged. The problem was solved by replacing the o2 hose clamp. The o2 hose is a getinge product. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.